Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device "no longer works". MRI tech had no additional information. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that they would like to have the stimulator removed. They never could get it to work right for them. Since they take lasix generic twice a day there¿s no reason to keep it.